Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection revealed surface residuals (fibers/particles) on the lens that could be related to handling the lens in a non-sterile environment. Also observed were ovd residues which indicate the device was handled and prepared for surgical use. Also, lens was observed with one distorted haptic that could be related to the handling of the unit during the removal and replacement process. The investigation results reasonably suggest that the probable cause of the complaint type reported could be related to surgical and/or handling technique at surgical site. Manufacturing records were reviewed. Process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. The device met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). Concomitant product: emeraldc30 cartridge lot cp00997. All pertinent information available to the manufacture has been submitted. Placeholder.

Event description:
We received a report that during the implantation of a tecnis za9003 21.5 diopter intraocular lens (iol) the trailing haptic became kinked. This was not noticed until the iol was advanced into the eye and the trailing haptic was visibly bent. The incision was enlarged and the iol was removed and replaced with another iol. One suture was required to close the incision. There was no patient injury reported. The reporter noted that this iol was loaded into 3 other cartridges unsuccessfully as the cartridges were cracked upon use.